Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the site visit, the fse was not able to reproduce the customer problem. The fse performed a recalibration of both master tool manipulator (mtm) arms. The system was retested and verified as ready for use. A review of the submitted video was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the video confirms the customer's alleged complaint. The mtml was drifting in the video.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon observed that the left master tool manipulator (mtm) arm allegedly "drifted." The customer received phone assistance from the technical support engineer (tse). It was stated that the issue occurred when the surgeon released left mtm arm in following mode, the left mtm arm slowly drifted a distance. Tse recommended that the surgeon head was not out of the high-resolution stereo viewer. The customer confirmed that all operation were done properly. No other issue was observed. The user continued with the procedure using the same system under the same condition. No known impact or patient consequence was reported. Intuitive surgical, inc (isi) followed up with the site nurse and obtained the following additional information regarding the reported event: the issue did not occur while the surgeon was trying to manipulate instruments from the surgeon's console. The problem was presented 10 minutes before completing the procedure. The failure was not related to an inability to move the instrument. The movements of the surgeon scaled appropriately to the instrument's distance and direction intended. The timing of the instrument was appropriate and without any delays. No shakiness or friction was experienced. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was noted to be persistent. The issue occurred while the surgeon was suturing.